Event description:
Event description cpi received information that after this ventak mini implantable cardioverter defibrillator (ICD) delivered a shock, the ICD emitted a continuous beeping tone, and then could not be interrogated. The ICD was replaced.